Manufacturer narrative:
Clarification d6(a): partial implant date reported as "15 years ago, in 2010" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.